Manufacturer narrative:
No sample or confirmed lot number has been received by manufacturing for evaluation. Two possible lot numbers have been received that have not yet been reviewed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information is confirmed to be unavailable for this report. (B)(4).

Event description:
A nurse reported that three knives were blunt during cataract surgeries. Alternate knives were obtained in order to complete each procedure. There was no impact to any patient. Additional information is confirmed to be unavailable.

Manufacturer narrative:
No sample has been returned for evaluation for the report of being blunt, bad or shoddy therefore, the condition of the product could not be verified. A review of the device history record related to the possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are eight additional complaints associated with the lot for the reported issue. A sample was not returned and the device history record review of the provided possible lot numbers indicates that the product was processed and released according to acceptance criteria therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Additional information was previously provided in a supplemental report. The locations of the additional information was not identified on that report. This report serves to clarify the locations of the additional information previously provided. (B)(4).